Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the pusher was kinked approximately 5.0 cm from the proximal end of the pusher assembly; the introducer sheath was loaded incorrectly on the pusher assembly and the proximal constraint sphere was inside the distal detachment tip (ddt) with a piece of fractured stretch resistance wire (sr wire). Conclusions: evaluation of the returned devices revealed that the ruby coil had a fractured sr wire and the px slim was fractured. The damage to the ruby coil typically occurs due to improper handling during use. If the device is retracted against resistance, it is likely that damage such as this may occur. The damage to the px slim likely occurred during removal of the ruby coil from the microcatheter, as indicated in the complaint. The ruby coils are 100% functionally tested during in-process inspection. The px slim's are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, a ruby coil unintentionally detached inside the px slim delivery microcatheter (px slim). The physician removed the ruby coil by aspirating it to the back of the px slim and then cutting the px slim to remove it. It was reported that the patient's anatomy was very tortuous and that the physician was unable to regain catheter positioning so the procedure was stopped and rescheduled. There was no report of an adverse effect to the patient.